Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2006 with a bifurcated stent and a cuff stent graft. The patient returned to the hospital with reported back pain. The physician identified a type 1a endoleak and elected to use a suprarenal aortic extension to complete the procedure. In verifying the leak was sealed, the physician found the suprarenal extension had migrated downward. The physician implanted a second suprarenal aortic extension to seal the leak. The patient is doing well.